Event description:
(B) (4). It was reported that following a drug eluting stenting treatment procedure, restenosis occurred.an unspecified taxus express2 drug eluting stent (des) was implanted in the 2nd diagonal artery. At 5 years later, the previously implanted stent was noted to be "stenosed" requiring percutaneous intervention. No additional patient complications were reported.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B) (4): device not returned for analysis.